Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -what is the lot number? Sbmcxt. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. The following information was requested, but unavailable: please clarify if this event occurred multiple times in a singular patient procedure or across multiple patient procedures. If this event occurred in multiple patient procedure please provide the following: if this event occurred in multiple procedures, were they previously reported to ethicon? If so, please provide the reference number(s) is the total number of procedures available? What are the procedure names and dates? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a breast surgery procedure on an unknown date and suture was used. The staff described that on at least four different occasions, the affected product malfunctioned by ¿popping off¿ when it is not intended to be a controlled release product. Multiple strands have to be opened to complete the case. Product is being used for breast cases usually for closure in the axilla. Unknown if the procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested